Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmitted electrograms revealed the presence of competitive atrial pacing. No intervention or patient symptoms were reported. No further information was available.